Event description:
The pt underwent a diagnostic cardiac catheterization. The cardiologist attempted closure of the arteriotomy site with a techstar xl 6 fr pvs device. Deployment met with no resistance, but the needles did not present. Fluoroscopy revealed that both needles were stalled in the barrel. Back down was attempted under fluoroscopy, but the needles moved only slightly. A cut down was performed in the cath lab with only minimal access required to remove the device. It was noted that the sutures were not attached to the needles. Direct manual compression was applied to the artery in the cath lab. Eventually, a stitch was placed in the artery surgically. There were no further complications to the site following the surgery.